Event description:
It was reported that this right ventricular (rv) lead was successfully implanted. However, hours later the hospital was informed that this rv lead had a dislodgement that caused loss of capture, high capture thresholds and pacing inhibition without asystole. It was believed the physician possibly overtorqued this lead. Subsequently, this rv lead was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.